Event description:
The hcp reported the pt was extremely spastic, complained of priapism, difficulty ambulating, and alternating periods of hyperreflexia and feeling weak and being too loose. The pt was seen as much as every other day to make pump adjustments, boluses were given, and a flex rate was tried. The sideport was accessed and spinal fluid was returned. An indium dye study demonstrated no movement of dye in the pump. The pump and catheter were explanted and replaced. After the surgery, the pt is reported to now be fine.